Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device is anticipated to be explanted. Patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received stated that the clinic received another battery performance alert on (B)(6) 2019.

Event description:
New information received stated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2019.